Event description:
Additional information indicates that the case involved a high-risk pci (hrpci) procedure, during which the intervention was successful with impella support. Pump flow was maintained in p9 mode throughout the procedure. No additional information is available regarding abiomed product use for this patient. The reported event was limited to the waveform not being available while in auto mode.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The user facility had a cp placed for the support of a high-risk percutaneous coronary intervention patient. The pump had optical signal issues but, remained on for support until explant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical signal issue - data logs were not recovered. The cause of the optical issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.